Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. The reported patient effect of tissue damage is a known inherent risk of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
A user facility medwatch report was received stating: (B)(4). Describe the event or problem: closure device failure following heart catheterization. Temporarily unable to remove device from patient. Unable to obtain hemostasis once device was removed. Dr. Consulted surgery and pt was taken to or for femoral artery repair. What was the original intended procedure?: left cardiac catheterization, possible percutaneous coronary intervention (pci). Additional information received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Resistance was felt during device removal. Vessel damage occurred. No additional information was provided.